Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that on (B)(6) 2025, in the operating room, the doctor used the insufflatorto expand the surgical field and found that the insufflator failed to supply gas, affecting theoperation. The technical staff was immediately contacted for inspection, and the equipment was replaced. After replacement, the operation proceeded normally. No negative impact in state of health reported.

Manufacturer narrative:
Correction in section d and g4 product information. The device is not expected to be returned should relevant additional information become available, a supplemental medwatch report will be submitted. The event is filed under internal karl storz complaint ID: (B)(4).